Event description:
Boston scientific (formerly guidant) received info that due to a leak, the pt required additional procedures to have coils implanted. The pt noted this occurred a few years ago. Post coil placement, the pt noted doing well and had a f/u CT scan where no further issues were noted. It was reported that the pt is due for another CT scan next year.

Manufacturer narrative:
An attempt to obtain additional info and clarification regarding the clinical observation mentioned was unsuccessful. This investigation will be updated should further info be provided.